Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging elevated blood glucose of 18 mmol/l without symptoms suggestive of hyperglycemia. This reported event does not meet animas¿ criteria of a reportable adverse event. The reporter stated the battery cap was unable to be removed from the battery compartment in response to a replace battery alarm. The reporter stated that once the cap was able to be removed a new cap was applied. However, the caps just spin on the pump and do not tighten down. The patient further reported that the batteries have had to be replaced more often than usual; about every two weeks. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue of battery life with damage remained unresolved with troubleshooting.